Event description:
Sales rep reported on 23sep2025 that while covering a (B)(6) case with a surgeon and a (B)(6) resident (leading), they encountered an issue with the 2mm a cut guide. It was stated that following some difficulty making the initial cut, the surgeon noticed that the a cut guide was slightly bent. It was unclear if it might have been slightly bent initially or if something during the case caused the guide to bend. Regardless, they decided to revise after making the b cut resulting in a larger wedge than planned. It was stated that the device came in contact with the patient per planned procedure however this caused over a 20-minute delay in surgery due to the repeated cut revision. The rep provided additional information on (B)(6) 2025 that permanent damage/impairment is unclear due to possible negative ulnar variance sequelae. He stated that he assumes the osteotomy will heal due to adequate compression (unclear if there may be subsequent symptoms/iatrogenic radiocarpal overload), however there was no mention of possible further intervention. The surgeon did not mention any suspected need for further intervention following the case and he did not appear particularly pleased with the enlarged wedge but was satisfied enough with the result.